Event description:
It was reported the patient had not been able to void and ¿couldn¿t get the stimulator to work¿ following a total knee replacement on (B)(6) 2013. It was stated the patient had a catheter in at the time of report. It was clarified that the patient was referring to the patient programmer when they said they ¿couldn¿t get the stimulator to work.¿ it was noted the patient was getting a poor communication screen on their programmer. The reported was instructed on how to synch and check if the implantable neurostimulator was on.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va01czp, implanted: (B)(6) 2012, product type lead. (B)(4).